Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient's wife called an ambulance due to the patient having a seizure. The cgm was 41 mg/dl and upon arrival at the hospital, the patient's bg was 20 mg/dl. The patient was provided orange juice. The patient's blood sugar stabilized and was discharged from the hospital after 5 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.